Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple cables. There was no impact to the customer's blood glucose level. Customer indicated a non-tandem pump and/or novolog insulin were available for diabetes management.